Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not tighten the luer lock connection completely. Reportedly, the customer changed the supplies to address the event. The customer's blood glucose level was 71 mg/dl.